Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long, or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of sciatica type pain after the procedure. The surgeon determined that the most cranial positioned implant was malpositioned and was impinging on the nerve root. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the implant and added an additional implant in a more caudal position to help fixate the joint. The status of the patient following the revision procedure is not known.